Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge when the charge button on the device's front panel was depressed. The complainant indicated that there was no patient involvement in the reported malfunction.